Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were still running to the bathroom. Patient stated they feel like they were worse off than before the surgery. Agent walked patient through how to connect the handset and communicator to the implant. Patient was able to successfully connect and increase the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Additional information was received from the patient. The patient called back and repeated that they weren't getting results from the therapy, and symptoms were worse than before the ins was implanted. The patient increased the amplitude several days ago, but they had an uncomfortable feeling. The patient increased the amplitude more and continued to feel an uncomfortable feeling, so they turned the therapy off. The agent reviewed that the patient could consider trying a different program. The handset was out of charge at the time of the call, so the patient said they would call back for instruction on changing programs once the handset has been charged. The patient called back repeating information previously reported in this case. The patient stated when they increased stimulation higher to 8 it got very painful. The patient stated they thought they had to charge the handset but they were just having a problem with "cutting it on." The agent reviewed general use of external devices and walked the patient through connecting with their implant on the call. The patient confirmed therapy was on at 7.9 on program 2. The patient stated they thought they were on program 1 when they increased stimulation to 8. The patient stated stimulation felt strong and uncomfortable when they adjusted therapy settings themself. The agent reviewed how to change programs and the patient successfully changed programs and increased stimulation to a comfortable level on new program. The agent reviewed therapy overview. The patient would monitor their symptoms. They were redirected to the patient's healthcare provider if the issue persisted.